Event description:
It was reported to Gore that at unknown date in 2021 in an Italian hospital, a patient underwent endovascular aortic aneurysm repair with a GORE® EXCLUDER® AAA Endoprosthesis device (RLT) and two GORE® EXCLUDER® AAA Endoprostheses (Contralateral Leg devices - PLC). On (b)(6) 2026, it was reported that a Type II endoleak originating from lumbar arteries resulted in an aneurysm sac enlargement of at least 9 cm with an unknown onset date. The patient had an explant procedure on that day. It was further reported that over the last three months the aneurysm sac has grown by 3 cm and this Type II endoleak was caused by multiple lumbar arteries, the inferior mesenteric artery, and the sacral artery. The patient was treated successfully and had a conversion treatment with unknown replacements. The reason for removal of the RLT device and PLC devices was reported to be not related to the stent graft itself. The rapid aneurysm growth was the reason for the explantation. The explanted devices are currently at unknown location.

Manufacturer narrative:
A1: No patient specific details have been provided. Therefore, the patient identifier reflect the W. L. Gore internal case number. The patient details are not known, no patient-specific implant pass is available nor the patient's name/age/gender was provided to Gore.D10: Two devices were also explanted on the same event date: GORE® EXCLUDER® AAA Endoprosthesis - Contralateral Leg devices. (2x PLC)H6, Type of Investigation, Annex B coding: Code B15 is chosen for the communication with the field to gather more relevant information. Code B22: No serial numbers are provided / missing traceability of the explant facility. Currently, there is insufficient information to provide preliminary analysis results due to missing device information.C21: No investigation results yet. The preliminary results are not available yet. The device location of explanted products is currently unknown, or discarded at the facility, therefore, a device evaluation could not be performed.The serial number remains unknown, therefore, a review of the manufacturing records could not be performed.W. L. Gore & Associates, Inc. (Gore) is submitting this report to comply with 21 C.F.R. part 803, the Medical Device Reporting regulation. This report is based upon information obtained by Gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, Gore, or its associates that the device, Gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to Part 803. This statement should be included with any information or report disclosed to the Public under the Freedom of Information Act.